Event description:
It was reported when using the pyxis medstation es system that it had a device on disconnected mode and critical override. The customer reported that there was a delay dispensing medications to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a software issue. The technical service engineer restarted external messaging services and ran downtime queries to resolve the issue. The system functioned as intended after the technical service engineer troubleshot the device.